Event description:
It was reported that there was air in the patient line of a homechoice automated pd set with cassette. This was observed during the first drain cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the air. The technical services representative advised the caregiver to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.